Event description:
User facility using davol simpulse solo varicare for wound care. An outbreak of the bacteria acinetobacter in the hosp's physical therapy suite infected four pts. One immunodepressed pt died. In 2003 a discussion was held with the infection control practitioner at the user facility, who stated that she was concerned that the physical therapists were not following universal precautions and were not wearing protective gear or cleaning room between pts. Davol is sending in a wound care consultant to demonstrate the user of the simpulse solo varicare for pulsed lavage with suction in wound care.